Event description:
A report was received that the patient was unable to charge and the ipg was not working. The patient had previous multiple surgeries wherein electrocautery was used. The patient underwent a revision wherein the ipg was replaced. The patient was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(6).

Event description:
A report was received that the patient was unable to charge and the ipg was not working. The patient had previous multiple surgeries wherein electrocautery was used. The patient underwent a revision wherein the ipg was replaced. The patient was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. Battery depletion rate with stimulation off was within the normal range. The ipg passed all the required tests and revealed no anomalies.